Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not deliver a dose when the patient pendant was pressed. This was due to a broken patient pendant. Also, the power cord plug was noted to have a bent prong. This was due to physical damage to the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed and a bent ground prong was noted on the ac power cord. On an unspecified date, the device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed and a bent ground prong was noted on the ac power cord. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.